Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation found the device in back-up mode. A software download was performed but post download, the current drain was 39ua. When the device was programmed to ddd, battery data measured at 250ua.